Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The lead tip and helix appears intact. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was reported as attempted implant. After placement, this lead was found dislodged. Physician attempted to reposition this lead however helix was unable to be successfully re-extended. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.